Event description:
It was reported that there was a malfunction on the pump, but no notable events occurred prior to this issue. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterwards, allowing the customer to continue using the pump. Customer was instructed to call back if any malfunction code recurred and acknowledged understanding of these instructions.